Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified error codes relevant to the reported event. Se replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator shut down during start up. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.